Event description:
Right after unpacking a plate for a distal radius fracture, the surgeon attempted to attach the plate to the fracture when a foreign substance in the distal locking hole was noticed. The surgeon retrieved the foreign substance from the patient and continued the procedure, using the same plate. Surgeon believes the foreign substance did not get lodged into the plate hole during the operation, as it was found right after the plate was unpacked.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.